Event description:
The patient contacted their implanting physician regarding a concern for infection and sent them a photo of the affected area. A photo attached to the complaint appears to show redness surrounding the lead exit site, as well as signs of possible skin irritation extending to the edges of the non-adhesive portion of their bandage. The photo additionally appears to show what may be either discharge or dried surgical glue at the lead exit site and on the lead adjacent to the exit site. The patient reportedly proceeded to the emergency room for evaluation of the issue. The patient's lead was removed on the same day they went to the emergency room. The patient was prescribed two types of antibiotics for treatment of the issue and the issue did not require the patient to be hospitalized, per feedback from representatives in contact with the patient.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient contacted their implanting physician regarding a concern for infection and sent them a photo of the affected area. A photo attached to the complaint appears to show redness surrounding the lead exit site, as well as signs of possible skin irritation extending to the edges of the non-adhesive portion of their bandage. The photo additionally appears to show what may be either discharge or dried surgical glue at the lead exit site and on the lead adjacent to the exit site. The patient proceeded to the emergency room for evaluation of the issue. The patient's lead was removed on the same day they went to the emergency room. A culture performed reportedly grew staphylococcus. The patient was prescribed two types of antibiotics for treatment of the issue and the issue did not require the patient to be hospitalized, per feedback from representatives in contact with the patient. The patient reportedly developed a rash around their lead exit site at least 3 days prior to this complaint being submitted; it is possible that this rash may have caused or contributed to the issue reported in this complaint. Additionally, the patient reported complaints of skin irritation and suspected infection during previous courses of treatment with sprint and reportedly has a history of foreign body reactions to medical implants not related to sprint (e.g., an intrauterine device). It is possible that the patient's previous history of skin irritation/suspected infection, and/or predisposition for increased sensitivity to foreign body reaction, may have caused or exacerbated the reported issue. Per follow-up with a representative in contact with the patient, the patient temporarily experienced purulent discharge (i.e., pus) and redness at the lead exit site following the removal of the lead. Per follow-up received approximately 2 weeks following submission of the complaint, the patient reported experiencing something like a scar and a "lump" at the lead exit site, however the issue was otherwise resolved.